Event description:
It was reported that a malfunction code occurred on pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in performing the reset, and the customer was advised to continue using the pump. The customer was also instructed to call back if the malfunction recurs, which they acknowledged and understood.